Event description:
Follow up information received from the healthcare professional reported that they had no specifics regarding the event although it was noted that high impedance issues after physical events would have meant the patient would have to have gone back to the operating room. If additional information is received, a follow up report will be sent

Event description:
It was reported that a healthcare provider informed their patient that another patient had been hit by a swinging half door in the courtroom and had a "failure". Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).